Event description:
A copy of a voluntary medsun report form with uf/importer report (B)(4) was received by the manufacturer on 10/29/2024. The report indicated that the v60 device had an alarm speaker failure. The bipap was alarming "check vent, primary alarm failure." The device was in clinical use at the time of the reported event. There was no report of patient or user harm. Clinical engineering evaluated the device and replaced the alarm speaker to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.